Event description:
During evaluation of the device for an unrelated issue, a solution administration set was found to leak from between the tubing and the lower y-site. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: leak testing revealed the leak between the tube and lower y-site. The tube was then pulled until it disconnected to check if any non-conformances that could lead to the leak could be noted on the inside of the y-site or on the end of the tubing; no non-conformances were noted. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.